Manufacturer narrative:
Additional information: the reported issue occurred in a spinal fusion. It was noted that the procedure was delayed by fifteen minutes due to the reported issue.

Manufacturer narrative:
The system control board assembly was returned to the manufacturer for analysis. Analysis found that the board had damaged pins. When attempted to straighten the pins it caused more bent pins. Could not test the board due to bent pins. Analysis found that the reported event was related to a physical damage issue. The computer was returned to the manufacturer for analysis. Analysis found that the computer passed all tests and was functioning normally. Communication, x-ray, imaging acquisition were successful including calibrations. No fault found. The server computer was returned to the manufacturer for analysis. Analysis found that when tested the part by installing it in a system, x-ray, communication, motion and image acquisition functioned normally. No fault found.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative confirmed the issue and replace two computers and the system control power control board.the imaging system then passed the system checkout and was found to be fully functional. The suspect computers, power control board, and atp console were returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used for an unknown procedure. It was reported that the 2d acquisition on the system was unresponsive. The site tried with both the handswitch button and the footswitch button with no response. A reboot of the system resolved the issue.